Manufacturer narrative:
(B) (4). Literature article citation: katayama et al. Clinical and radiographic outcomes of posterolateral lumbar spine infusion in humans using recombinant human bone morphogenetic protein-2: an average five-year f/u study. International orthopedics 2009; 33: 1061-1067. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent a plf a l4-5 using rhbmp-2 with polylactic/glycolic acid on the right side, and iliac crest autogenous bone on the left. Pedicle screws were also used for fixation. Two or three years post-op, the pt presented with right hemiplegia due to cerebral infarction.